Manufacturer narrative:
Technician found that the head drifted down over course of three days. Replaced the head hydraulic cylinder to resolve this issue. Unit located in sub-basement.

Event description:
Complaint that the head drifted down. No injury alleged.